Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer's blood glucose level was unknown at the time of incident. The customer stated that the insulin pump had scratches on the screen which made it impossible to read. The customer also stated that insulin pump had pump error alarm. Customer also reported that the back of the insulin pump is peeling off and using tape to keep it down. Customer stated that the insulin pump buttons are harder to press. The insulin pump will not be returned for analysis.